Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was oversensing noise, potentially due to the minute ventilation (mv) signal. A high right atrial pacing impedance measurement was also observed. Additional information provided from the field indicated the mv feature was turned off. The pacemaker remains in service and there were no adverse patient effects reported. This device was included in the recent mv sensor signal oversensing advisory population.